Manufacturer narrative:
(B)(4).

Event description:
Two to three says post refill, the patient was experiencing withdrawal; symptoms included fever, irritability, and increased spasticity. The md had aspirated the pump and no volume discrepancy was found. There was some question as to whether the old drug was 2000 mcg/ml; they were trying to contact the md who did the refill to confirm. The patient was admitted to the hospital. There were no pump alarms. They attempted a catheter dye study on (B)(6) 2011; the md aspirated 2cc of a "white milky substance" from the side port. A priming bolus was done following this. The next day, the patient was doing fine; had no further withdrawal symptoms; and was discharged from the hospital. On (B)(6) 2011, the patient returned to the emergency room with withdrawal symptoms again. The patient was admitted. The next day, another catheter dye study was attempted. Again, a "milky substance" was obtained. No priming bolus was done following the procedure. The patient was taken to the operating room. When the neurosurgeon opened the pump pocket, a lot of white pussy substance was found. The neurosurgeon obtained cultures and decided to remove all the devices; pump and catheter. As of 05/31/2011, the patient was reported to be "doing fine". The device system was used to deliver baclofen.